Manufacturer narrative:
Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.

Event description:
It was reported that as a patient safety concern: it has been reported to risk management that within the past 2 weeks there have been 3 cases where the cement has not been usable. The cement will be mixed and either not be able to be expelled from the container when using the glue gun or will after a few squeezes of the glue gun stops expelling the cement from the container causing the crew to start over with a new batch of cement. This has occurred on 3 different cases with 3 different physician. The concern is that the cement is hardening extremely quick. Unable to find the lot number on 2 cases but found it on the last case reported.

Event description:
It was reported that as a patient safety concern: it has been reported to risk management that within the past 2 weeks there have been 3 cases where the cement has not been usable. The cement will be mixed and either not be able to be expelled from the container when using the glue gun or will after a few squeezes of the glue gun stops expelling the cement from the container causing the crew to start over with a new batch of cement. This has occurred on 3 different cases with 3 different physician. The concern is that the cement is hardening extremely quick. Unable to find the lot number on 2 cases but found it on the last case reported.

Manufacturer narrative:
An event regarding setting time involving simplex bone cement was reported. The event was not confirmed. Visual inspection and functional testing was completed on the three retained samples tested from lot code mgu067. The results were satisfactory and within specification. No medical records were received or were relevant to the investigation of this event. The devices were manufactured and accepted into final stock with no reported discrepancies. Chr review confirmed no other similar event for the reported lot. The investigation concluded that the reported setting time issue cannot be confirmed. The mixing properties of the retained samples of the reported lot code mgu067 were tested and show that all required specifications are met. Based on the laboratory results of the retain samples it is not possible to replicate this event. No further investigation for this event is possible at this time.